Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a declot thrombectomy in the cephalic arch, the stent graft could not be deployed. Reportedly a dialysis catheter had to be placed for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent graft could not be fully released and that the delivery system with the partially released stent graft could be removed from the patient. The condition of the device indicates that high release force was applied to the system without deployment success. High friction is considered the reason for the high release force and subsequent deployment failure. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. Insufficient flushing of the device may be another contributing factor to the reported event. Furthermore, the reported application represents an off-label use of the device. On the basis of the information available, a definite root cause for the reported failure could not be determined. Based on the lot number provided the instructions for use (IFU) of the fluency plus endovascular stent graft is applicable, as the fluency plus stent graft is now approved for endovascular use. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The IFU also indicates that the fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft.